Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented via remote transmission, high capture threshold and high pacing lead impedance were noted on the right ventricular (rv) lead. The lead was capped on (B)(6) 2019 and replaced. The patient was stable.